Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 539-569 mg/dl at time of incident and current blood glucose level was 539 mg/dl. The customer¿s blood glucose level was over 500 mg/dl. The customer was treated with manual injection. Customer had unexplained high blood glucose. The customer does not allege pump was under delivering. The customer stated that they performed high pressure test and was passed. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The insulin pump will be returned for analysis.